Manufacturer narrative:
As reported, after opening and flushing the 8x40 precise pro rx self-expanding stent (ses) package, significant resistance was felt when entering the cordis 8f .088 mp a-1 guide catheter and could not be pushed further. The stent did not reach the lesion. It was withdrawn and found that a small section of the stent had been released at the anterior end and this section could not be retrieved. The operator then switched to a new 8x40 precise pro rx stent and the procedure was completed successfully. There was no reported injury to the patient. The intended lesion was in the carotid artery which had stenosis. The femoral artery was used as the puncture site. The device was prepped in the tray, and the tuohy borst valve was received in the open position. Upon removal from the tray, the stent remained constrained within the outer member/sheath, and a stopcock was connected to the y-connector of the tuohy borst valve. There were no difficulties encountered when flushing the stopcock or the stent delivery system (sds). The intended procedure targeted carotid artery stenosis located at the carotid bifurcation, with a target lesion vessel diameter of 7 mm. An 8f short sheath introducer used alongside an 8f .088 mp a-1 guide catheter. The unconstrained stent diameter was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 30 mm with approximately 75% stenosis. The lesion was mildly calcified, and the vessel was mildly tortuous. The stent delivery system passed through an acute bend. No unusual force was used during the procedure, and no thrombus was present at the lesion site. The lesion was not pre-dilated. The sds did not need to pass through a previously placed stent. The user maintained a fixed inner shaft position during deployment without applying unusual force. 2024-10569-1 one device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed several kinks located approximately 23 cm, 88 cm, and 137 cm from the distal tip. The device was fully deployed. The stent was returned undamaged and properly expanded. The hemostasis valve was tightly closed. No other notable details were observed. Dimensional analysis was conducted to verify the correct outer diameter (od) of the stent crossing profile. Measurements were taken at two different locations and the dimensional analysis results were within specification. The usable length was measured and found to be within specification. Insertion/withdrawal testing with the lab sample csi was performed. The returned unit was inserted into a previously flushed lab sample csi by the cap, the unit was then withdrawn from the sheath. Excluding where the kinks are, no resistance, friction, or impeded condition was observed during the insertion/withdrawal test. Functional analysis could not be performed due to the severe kinks observed on the device. However, the deployment mechanism was simulated to verify functionality, and it was observed that the inner shaft moved in response to the hypotube actuation. The movement of the inner shaft was restricted only by the observed kinks. The reported ¿stent delivery system (sds) impeded¿ was not confirmed as the insertion/withdrawal testing was performed successfully. Additionally, the outer diameter and usable length of the stent crossing profile were found within specification. No other anomalies were noted during testing. The reported ¿stent delivery system (sds) deployment difficulty-premature/in patient - during advancement¿ was confirmed as the device was returned fully deployed with the stent undamaged and expanded; therefore, confirming the premature deployment of the stent. However, the exact cause cannot be determined. Based on the product analysis and the information available for review, it is likely handling of the device and procedural factors contributed to the reported events. The guiding catheter was not returned for analysis and therefore, testing cannot be performed to assess compatibility of the two devices. Therefore, the reported ¿catheter (body/shaft) resistance/friction inner lumen¿ cannot be confirmed. Without the return of the device for analysis, it is difficult to draw a clinical conclusion between the sds and the guiding catheter. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after opening and flushing the 8x40 precise pro rx self-expanding stent (ses) package, significant resistance was felt when entering the cordis 8f .088 mp a-1 guide catheter and could not be pushed further. The stent did not reach the lesion. It was withdrawn and found that a small section of the stent had been released at the anterior end and this section could not be retrieved. The operator then switched to a new 8x40 precise pro rx stent and the procedure was completed successfully. There was no reported injury to the patient. Th intended lesion was in the carotid artery which had stenosis. The femoral artery was used as the puncture site. The device was prepped in the tray, and the tuohy borst valve was received in the open position. Upon removal from the tray, the stent remained constrained within the outer member/sheath, and a stopcock was connected to the y-connector of the tuohy borst valve. There were no difficulties encountered when flushing the stopcock or the stent delivery system (sds). The intended procedure targeted carotid artery stenosis located at the carotid bifurcation, with a target lesion vessel diameter of 7 mm. An 8f short sheath introducer used alongside an 8f .088 mp a-1 guide catheter. The unconstrained stent diameter was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 30 mm with approximately 75% stenosis. The lesion was mildly calcified, and the vessel was mildly tortuous. The stent delivery system passed through an acute bend. No unusual force was used during the procedure, and no thrombus was present at the lesion site. The lesion was not pre-dilated. The sds did not need to pass through a previously placed stent. The user maintained a fixed inner shaft position during deployment without applying unusual force. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after opening and flushing the 8x40 precise pro rx self-expanding stent (ses) package, significant resistance was felt when entering the cordis 8f .088 mp a-1 guide catheter and could not be pushed further. The stent did not reach the lesion. It was withdrawn and found that a small section of the stent had been released at the anterior end and this section could not be retrieved. The operator then switched to a new 8x40 precise pro rx stent and the procedure was completed successfully. There was no reported injury to the patient. The intended lesion was in the carotid artery which had stenosis. The femoral artery was used as the puncture site. The device was prepped in the tray, and the tuohy borst valve was received in the open position. Upon removal from the tray, the stent remained constrained within the outer member/sheath, and a stopcock was connected to the y-connector of the tuohy borst valve. There were no difficulties encountered when flushing the stopcock or the stent delivery system (sds). The intended procedure targeted carotid artery stenosis located at the carotid bifurcation, with a target lesion vessel diameter of 7 mm. An 8f short sheath introducer used alongside an 8f .088 mp a-1 guide catheter. The unconstrained stent diameter was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 30 mm with approximately 75% stenosis. The lesion was mildly calcified, and the vessel was mildly tortuous. The stent delivery system passed through an acute bend. No unusual force was used during the procedure, and no thrombus was present at the lesion site. The lesion was not pre-dilated. The sds did not need to pass through a previously placed stent. The user maintained a fixed inner shaft position during deployment without applying unusual force. The device will be returned for evaluation.